Manufacturer narrative:
H4: device manufacture date - the device was manufactured from april 25, 2022 - april 27, 2022. The device was received for evaluation. A functional filling test was performed, with no issues noted. A functional flow rate test was also performed, and the flow rates were found to be within the product specification. During the flow test, evidence of continuous flow of fluid was observed. Based on the sample evaluation result, the infusor unit was determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no fluid flow through a large volume infusor. During patient infusion, flow stopped approximately 30 ml into the infusion to the patient. The no flow issue occurred during the patient infusion at the hospital. There was no report of patient injury or medical intervention associated with this event. No additional information is available.